Event description:
After the angiography procedure, it was impossible to remove the catheter through the introducer. The user had to remove the catheter and introducer and place another introducer to finish the procedure.